Event description:
It was reported that prior to the patient being under anesthesia or in the operating room (or), the surgeon console (sc) was unable to take control of any arm cart assemblies (acas). The field service engineer (fse) observed an unrecoverable failure on the operating room team interface (orti), affecting all acas and the surgeon console. The procedure was converted to laparoscopic surgery. No patient harm was reported. There was more than 30 minutes delay due to the reported issue.

Manufacturer narrative:
D10 concomitant products: product ID: mrasc0005, sn: (b) 6). Product ID: mrasc0002 sn: (B)(6), product ID: mrasc0002 sn: (B)(6) product ID: mrasc0002 sn: (B)(6). Product ID: mrasc0002 sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.